Event description:
As reported, during a tricuspid valve in valve procedure using a 26mm sapien 3 ultra valve via jugular approach, the balloon ruptured about 80% of the way through deployment; the balloon split toward the proximal end due to the canted nature of passing it through the non edwards valve. There were difficulties moving the tip of the severed balloon across the tip of the sheath. The system was retracted into the sheath and the sheath kinked at the tip. Per imagery provided, liner delamination was noted.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted. See manufacturing report number 2015691 2022 08889 or related event. Device not returned.

Manufacturer narrative:
H6 corrected to remove device code 2981 - material twisted/bent.

Manufacturer narrative:
The esheath was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery was provided by the site and revealed the following: liner delaminated at distal end of sheath. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. A lot history review was performed and revealed no other complaints relating to failure sheath liner delamination. A complaint history review on confirmed device complaints for failure sheath liner delamination identified withdrawal of burst/torn balloon as a potential root cause applicable to the event. The following instructions for use (IFU) and manuals were reviewed; esheath+ IFU, s3u, commander, esheath+ prep manual, s3 with edwards commander and esheath+. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labeling/IFU inadequacies. The complaint for failure sheath liner delamination was confirmed based on provided device imagery. However, no manufacturing nonconformances were identified in the evaluation. Reviews of the complaint history showed no indication a manufacturing nonconformance contributed to the event. No IFU/training manual deficiencies were identified. Per the complaint description, about 80% of the way through deployment, the balloon ruptured. The system was retracted into the sheath and the sheath kinked at the tip. Upon removal, it appeared that the severed balloon had caught on the tip sheath and thats what caused it to fold. It is likely that the distorted profile of the burst balloon became stuck on the sheath distal tip while removing through the sheath. If excessive manipulation was used in order to remove through the sheath it could have contributed to the liner delamination. Additionally, it was reported that the angles were not favorable, likely suggesting tortuosity was present within the vessel. Tortuosity can create a challenging pathway during the delivery system retrieval and can lead to a noncoaxial alignment of the delivery system and sheath tip, also resulting in delamination of the liner. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (retrieval of burst balloon) likely contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.